Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of december 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the two (2) minicap transfer sets. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: one (1) actual device, one (1) photograph, and one (1) video of the samples were received for evaluation. A visual inspection of the actual sample and of the photograph and video showed a separation between the female connector and main body. Leak, clear passage, and clamp function testing were performed on the actual sample with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issues due to inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.